Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The manufacturing field service engineer (fse) confirmed leak coming from the oxygen regulator. The fse replaced the oxygen regulator to resolve this issue and the unit passed extended self test. The oxygen regulator was returned for failure investigation (fi) and the reported issue could not be duplicated on the returned part. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an oxygen leak. There was no patient involvement.